Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a knee arthroscopy, the quantum 2 controller displayed the error message ¿f4¿ whenever powered on, even without a wand attached. The procedure was completed without the faulty device. In consequence, a change in the surgical technique was applied which resulted in a surgical delay greater than 30 minutes. The patient was already anesthetized, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review found based on the information provided, this device failed to activate prior to patient contact. According to the report, the surgeon was able to complete the procedure by a change in the surgical technique which resulted in a surgical delay of greater than 30 minutes while the patient was under anesthesia. The impact to the patient was the prolonged use of anesthesia. However, since there was no harm alleged to the patient due to the prolonged use of anesthesia, and no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Visual inspection observed no issues. The warranty seal was intact. Functional evaluation revealed on power up the unit presents a f4 fault. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.